Event description:
The ge oec 9800 fluoroscopy system has shut down during procedures. Repeat issue, however, construction at the facility with reported facility power interruptions.

Manufacturer narrative:
A ge oec service rep investigated the issue and installed a power watch on the system to assess for power fluctuation that are believed to be causing the issues. Construction at the facility with reported power interruptions. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.